Event description:
On (B)(6)2010, the patient's son reported, the patient passed away on (B)(6)2010. He stated that on (B)(6)2010, the patient's neighbors noticed the patient's speech was slurred and he had difficulty walking. On (B)(6)2010, the patient was found in his home lying on the floor by a neighbor and the neighbor called police. At autopsy, the coroner found cause of death was due to a lack of insulin in the body and ketoacidosis. The patient's son believes the infusion device was connected to the patient at time of death but he is unsure. He does not have information regarding blood glucose values prior to death. The infusion device was requested to be returned for evaluation.